Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of death as it was reported to have occurred in (B)(6) 2010. Date of event - estimated. Therapy dates - estimated. There was no reported product deficiency. The reported death is listed in the xience v instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that approximately 28 months post implantation of 2 xience v stents in the mid right coronary artery (mrca), the patient died. Although requested, cause of death was not provided. There was no additional information provided.